Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm for backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer reported that the unit alarmed for backup alarm failure during testing. The remote service engineer (rse) confirmed that the error, "backup alarm failed" (diagnostic code 1104), had occurred in the event log. The customer requested a quote for onsite service due to the rse recommending the replacement of the central processing unit (cpu) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
The customer reported that the unit alarmed for backup alarm failure during testing. The remote service engineer (rse) confirmed that the error, "backup alarm failed" (diagnostic code 1104), had occurred in the event log. The customer requested a quote for onsite service due to the rse recommending the replacement of the central processing unit (cpu) printed circuit board assembly (pcba). The case was cancelled due to no response from the customer regarding the onsite quote for service. Case cancelled due to no response from the customer regarding onsite quote for service. The investigation concludes that no further action is required at this time.